Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, heavily tortuous, mid left anterior descending artery. The 3.5x15 mm nc trek was being used for post-dilatation and even after several attempts could not cross for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. Device analysis revealed a separated proximal shaft. It cannot be confirmed when the shaft separation occurred.